Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had significantly delayed responses from the keypad. The blood glucose reading was 280 mg/dl, which was treated with a manual injection. The customer stated that it had rained heavily the day prior to the keypad issues. She also reported being positive for ketones. She stated that she was allergic to long-lasting insulin, requesting a new insulin pump as soon as possible. Advised replacement of the insulin pump. Nothing further reported.